Event description:
A (B)(6) female pt contacted lifecor customer support to report that the machine made a popping sound and now does not turn on. Support sent a pt services representative (psr) to the pt to replace the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem was confirmed. The monitor had a blown input fuse. Once this fuse blew the components associated with the 5.4v power supply were burnt. The root cause of the blown fuse is unknown, but is likely random component failure. The monitor was repaired and retested. It was made a demonstration unit. No adverse event resulted from the monitor failure. The pt received a replacement monitor.